Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fit multiple cartridges onto the pump. The customer's blood glucose level was 141 mg/dl. A follow up with the customer confirmed that the customer was able to fit a new cartridge onto the pump and resume insulin delivery.